Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 11.8 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead fractured during a capsulectomy procedure. It was noted the lead fractured at the blue sleeve suture, which was suspected due to constriction into the proximal and distal portions. The lv lead was partially removed and replaced. No patient complications have been reported as a result of this event.